Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
On the dates (B)(6) 2025 the ventilator device alarmed for various technical events. There is no patient involvement reported. Investigation of the device log files shows that the device was not in ventilation mode. The device alerted for several ambient failures, fan failure and loudspeaker defect. In a worst-case scenario with a patient attached this issue could prolonged desaturation. Therefore, the case is assessed as reportable.

Manufacturer narrative:
This case is closed as it is a duplicate of 3001421318-2025-00521 (our case number (B)(4)).